Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information with details of index procedure provided from extract from the operating report (03 april 2017): bilateral adnexectomy laparoscopy and tot procedure. The patient had a right ovarian cyst. Pure stress urinary incontinence with positive bonney maneuver. Vaginal incision under urethral and vesico-vaginal detachment with scissors. Passage of the tot harpoons that had been collected lateral by two skin counter-incisions. Introduction of a hegar candle n°8 confirming the absence of a projection. Closure of the incisions with separate points of vicryl 2./0 rapid. Laparoscopy: ... Uterus is missing. There is a small right ovarian cyst, the left ovary is atrophic. Tubes are flexible without anomalies, the chamber are well unfolded. The vesico-uterine cul de sac is free as well as the cul de sac of douglas. Exploration of the rest of the abdominal cavity does not find any abnormalities. Introduction of the bipolar forceps and bilateral adnexectomy. Ablation of the appendages in a bag removal of the trocars under visual control, exsufflation andclosure of the laparoscopie ports with separate points of vicryl rapid. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. Please confirm the date of implant. What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Date - time of onset of urinary tract infections from the surgical procedure? Was medical intervention performed? Results? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to the infection contracted from the procedure on (B)(6) 2020? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What is the patient's current status?

Event description:
It was reported that a patient underwent a bilateral adnexectomy laparoscopy and tot procedure on (B)(6) 2017 and the mesh was implanted. It was reported that the device was placed without dynamic uro assessment and was much too tight. The patient had an inability to urinate normally, and an inability to have sex without having utis. The patient also had permanent burns and erosion of the vagina. The device was explanted on (B)(6) 2020 and during the procedure the patient contracted infection. The patient is on heavy antibiotic therapy for the stomach worsening depressive state. There was no further information available.